Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: prospective radiographic and clinical outcomes and complications of single solid rod instrumented anterior spinal fusion in adolescent idiopathic scoliosis. Fred a. Sweet, md, lawrence g. Lenke, md, keith h. Bridwell, md, kathy m. Blanke, rn, and j. Whorton, rn spine volume 26, number 18, pp 1956¿1965 (USA). The aim of this study was to prospectively evaluate outcomes and critically review radiographic results and complications associated with single solid rod anterior spinal fusions in adolescent idiopathic scoliosis with 2-year minimum follow-up (range, 2-6 years). The following complications were reported as follows: 5- postoperative rod fractures reported. Moss miami products were used as a part of this study.